Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure for a cerebral infarction in the vertebral artery (va) using a penumbra system ace 68 reperfusion catheter (ace68), non-penumbra microcatheter and, non-penumbra stent retriever. During the procedure, the physician advanced the ace68 to the proximal area of an occlusion in the target vessel and then advanced the microcatheter and stent retriever to the distal area of the occlusion. After deploying the stent retriever, the physician attempted to retract it; however, encountered strong resistance and, therefore, the stent retriever was removed simultaneously with the ace68. While inspecting the devices outside of the patient, the physician noticed the distal tip of the ace68 was stretched. The physician then inserted the same stent retriever into the same ace68 outside of the patient; however, the stent retriever was unable to advance through the ace68. The procedure was completed using a new ace68, microcatheter and stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned ace68 was kinked at approximately 131.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a kink on its distal shaft. This kink was likely the reported stretch. If the device is forcefully manipulated against resistance, damage such as a distal kink may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.